Event description:
It was reported that at follow-up low impedance was observed. When the patient stood up, impedance was high. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received